Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient underwent bilateral hip arthroplasties on unknown dates. Subsequently, patient underwent a revision procedure for the left hip on an unknown date due to periprosthetic fracture. Patient experienced trochanteric pain in the left hip, unrelated to the left knee, and was treated with an injection on (B)(6) 2012.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent bilateral hip arthroplasties on unknown dates and a left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure for the left hip on an unknown date due to periprosthetic fracture. Patient experienced experienced trochanteric pain in the left hip, unrelated to the left knee, and was treated with an injection on (B)(6) 2012. Patient reported experiencing pain in the left knee.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient experienced mild or occasional pain. The patient also underwent bilateral hip arthroplasties on unknown dates. Subsequently, patient underwent a revision procedure for the left hip on an unknown date due to unknown reasons. Patient experienced trochanteric pain in the left hip, unrelated to the left knee, and was treated with an injection on (B)(6) 2012.